Manufacturer narrative:
The device was returned for analysis; however, it has not been evaluated yet. Upon the evaluation of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, before use of this blood management system, the the silicone septum was found missing from the z-site. The issue was solved by exchanging the device for a new one. There was no blood loss due to this incident. There was no allegation of patient injury. The device was available for evaluation. Patient demographics were requested, but not available.

Manufacturer narrative:
The reported event of silicone septum was found missing from the z-site was not confirmed. As received silicone septum was visible at the z-site housing. The edge of sample site housing did not completely fold inward to secure the silicone septum. No leakage was detected from the kit during leak test. No other visible damage was visible from the returned unit. As per evaluation results, the silicone septum was not missing but not completely secure to the edge of the sampling site housing without causing any leaking; therefore potential for death or serious injury is remote. If the septum becomes stuck or difficult to move, this may impact the ability to perform blood sampling, or may result in a small amount of blood or fluid loss. If unable to be resolved, the device will have to be exchanged with minor delay in monitoring/treatment. As such, this event is no longer considered reportable, and a corrected supplemental report is being submitted.